Manufacturer narrative:
The product was received on 2/2/2016. The returned unit was received unopened. The seal remained intact and the tyvek, tray materials and shelf carton were not discolored. The battery pack and cover were deformed from becoming hot. The battery pack was opened and the batteries were deformed with several batteries having ejected the anodes. The remaining batteries also exhibited evidence of overheating and splitting open. Visual examination of the wiring circuit for presence of damaged wiring did reveal a condition that would have resulted in rapid battery discharge. Inspection of the device found a bare spot on the black power wire. This bare spot looks to have shorted out against the battery terminal. Inspection noted pinch marks where the wire had been pinched between the battery pack side wall and the battery terminal contact when the wire looped was installed. The review of the device history record (DHR) found no specific non-conformances, no request for deviations (rfds) or relevant change notices with this production lot. The review of the manufacturing and testing processes discovered no systemic issues with this device. Since the device was still unopened and sealed inside the sterile tray this reported event occurred post manufacturing and is considered an out of the box event. No modifications or manipulation of the device was possible. The customers reported event was that the pulsavac battery pack had exploded inside the sealed container. This incident was confirmed in this investigation. The cause for the battery pack exploding was due to an electrical short in the battery pack. The electrical short was caused by one exposed electrical wire found in the battery pack. The black wire exhibited a bare spot in the insulation causing the wire to short out against the battery terminal. This continuous electrical short caused the batteries to overheat and the gases inside the battery caused the catastrophic anode ejection. Based on the information discovered in the investigation, the most likely cause for this event is an isolated manufacturing operator error during production. No recommended actions at this time; severity and frequency do not warrant further actions. Issue is trended by quality reports. However, photographs of the returned device were forwarded to the product quality engineer for informational purposes only.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the battery pack of the pulsavac fan spray kit had exploded when the customer opened the package. The customer used and finished the surgery with an alternative one and the surgery was completed without delay. There was no report of harm, injury or adverse event to the patient/operator and the life/health of patient was not at risk.